Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
Caller reported a malfunction on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Customer service intended to replace the pump, but because it was a secondhand device, they could not proceed with further replacement. The customer understood and acknowledged this situation.